Event description:
Customer discovered that while performing pre-use checks that the ventilator was over pressuring and activating the upper pressure limit alarm. The ventilator was sent to the biomed department. Third party service discovered that the expiratory pressure transducer was defective. Fse replaced expiratory pressure transducer, calibrated and functionally checked unit. Ventilator passed all test and was functioning to all manufacturer's specifications. Ventilator was placed back into service.